Manufacturer narrative:
Concomitant medical product: 5076-58 lead and 419588 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered alerts for high / undefined superior vena cava (svc) defibrillation coil impedance and high / undefined rv defibrillation coil impedance. A lead fracture is suspected. The lead was capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.